Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that five days following the implant procedure, poor pacing was observed and a x-ray report confirmed the right ventricular (rv) lead dislodged. The physician attempted to reposition the rv lead and the tested thresholds were high in several different positions. The physician chose to replace the rv lead. No patient complications have been reported as a result of this event.